Event description:
A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. A yag capsulotomy was performed for "second degree membrane". In a follow up, the surgeon reported that he could not have expected a better result from the lens and its implantation.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/27/2009, 05/04/2009, and 05/05/2009 by phone, fax, and mail. A completed questionnaire was received on 05/15/2009.